Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on. A field service engineer identified a black screen issue with the pyxis. They checked the power cable, verified power, and inspected connections and seating. The field service engineer determined the problem was with the drawer and replaced the drawer boards and t-board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turning on. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.